Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During bha surgery, the first and second cables had no problem to be placed to the bone. When the surgeon was trying to place the third cable, the nob was able to be turned to some extent. However, it locked all of sudden and the surgeon tried to turn just a little bit more, then the cable cut off inside the tensioner (single-sided), so the cable could not be placed. Thus, another cable was placed without problem.